Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 237 mg/dl, 190 mg/dl, 127 mg/dl, and 97 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter also alleged that the results of 237 mg/dl and 97 mg/dl were missing from the device's memory. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.